Event description:
The iab leaked immediately upon insertion. When the iab was removed. The sheath was noted to be kinked. A second iab was inserted into the pt. (Multiple event to customer complaint numbers 97-00866, 97-00867, 97-00868). (Event complications: unknown- reported 7/28/97. (Pt's current status: expired-rptd 7/28/97.)

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1701, and position 3: 1738. Evaluation: the iab was returned for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the membrane and within the inner lumen. Visual examination revealed the sheath to be severely kinked and ribbed along its length. The membrane at the proximal taper was noted to be stretched. Underwater leak testing on the returned device revealed no leaks in the iab. It was not possible to pump the balloon on the laboratory system 90 due to the condition of the balloon membrane. Probable cause of difficulty: no leak was found in the returned device to have caused the balloon to fail as reported by the user. It was not possible to verify the reported problem. The condition of the returned membrane suggests that the user had difficulty removing the iab from the pt event though it was not indicated.